Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high threshold values on the right ventricular (rv) channel. The device was programmed on vvi 70 and the patient stated that they have been very tired since beginning of 2026 and couldn't walk anymore. The patient had spontaneous cardiac activities. The right atrial (ra) lead was programmed off due to chronic atrial fibrillation (af). Technical services (ts) recommended to have this device replaced as the device had only eight months longevity left. This device currently remains in service. No adverse patient effects were reported.